Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type programmer. Patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the issue is resolved. They had an epidural injection to help with pain. The emergency room visit wasn¿t related to the device. Yes she was admitted due to her issues. : "MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an external device. The reason for call was caller stated that the controller is blank and unresponsive. Caller stated they tried resetting the controller but that did not resolve the issue. Caller stated they had it plugged in all night too and that has also not resolved. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed green flashing light above screen; controller is 0%. The troubleshooting steps that were taken on the call resolved the issues. Agent reviewed with caller to charge controller to 100% and then charge ins. Caller mentioned that they were having "back issues again" and were in the emergency room bed for several days with the controller in their purse. Caller stated that is how it died and they couldn't get it to come back on. 2025-mar-17 additional information was received from a patient. It was reported that the patient noticed a return of pain on (B)(6) 2025. They met with their doctor on (B)(6) 2025 and their doctor called a manufacturer representative (rep) and the rep was supposed to call the pt back on (B)(6) 2025 to set up a reprogramming session. The pt stated they did not hear from a rep for a whole week, so that was why the pt was calling patient services. The pt was redirected to their doctor and an email was sent out to the local reps to make them aware of the pt's request. A rep responded to the email from pss. No device issues were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported they met with patient on (B)(6) 2025 and reprogrammed the patient. They report the doctor did not know the cause of the pain but states there was no device issue and it was functioning properly. They report that patient had to get an epidural for the return of pain. Information confirmed by physician.